Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and investigations are pending. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A patient a dialysis clinic reported that a fellow patient expired on (B)(6) 2015. This nurse reported that the patient was not dialyzing, at or four hours prior to the event. The patient last dialyzed on (B)(6) 2015. Limited information was provided for this safety report.